Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock from the fractured right ventricular (rv) lead due to noise. The lead also had high impedance. The lead was capped and replaced. No further patient complications have been reported as a result of this event.